Manufacturer narrative:
Analysis was performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5 - describe event or problem: updated. D4 - lot number updated from 3011042 to 3011742. H4: manufacturing date.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with prostyle devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, no suture was present when the plunger was retracted with two prostyle devices. The pre-close technique and the use of prostyle devices were abandoned. The sheath at both access sites were upsized an 18f sheath and the evar procedures were completed. Surgical intervention was used to achieve hemostasis in the rcfa and lcfa. Due to the surgical intervention, a clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.